Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure implant removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. Ha170873-inv,20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, bleeding genital, muscle cramps, uterine enlargement, dysmenorrhea, vaginal infection, vaginal itching, vaginal odour, vaginal burning sensation, urine incontinence, migraine, headache, nickel sensitivity, thyromegaly, diabetes mellitus, thyroid nodule, nabothian cyst, cesarean section (cesarean section x3,) and peritoneal adhesions. Previously administered products included for an unreported indication: ibuprofen, colace and percocet. Concomitant products included sertraline hydrochloride (zoloft) since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and abdominal pain lower ("abdominal pain and pulling"). The patient was treated with surgery (essure implant removal, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Approximate weight at the time of essure placement 140 lbs right side-two coils were visualized protruding from the right ostia. Left side-one coil was seen protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in may 2010: total bilateral occlusion. Lot number: as per pfs- 20210352 as per mr-ha170873 lot number reported ha170873 is invalid lot number: 20210352 manufacture date:2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure implant removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 20210352,ha170873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, bleeding genital, muscle cramps, uterine enlargement, dysmenorrhea, vaginal infection, vaginal itching, vaginal odour, vaginal burning sensation, urine incontinence, migraine, headache, nickel sensitivity, thyromegaly, diabetes mellitus, thyroid nodule, nabothian cyst, cesarean section (cesarean section x3,) and peritoneal adhesions. Previously administered products included for an unreported indication: ibuprofen, colace and percocet. Concomitant products included sertraline hydrochloride (zoloft) since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and abdominal pain lower ("abdominal pain and pulling"). The patient was treated with surgery (essure implant removal, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Approximate weight at the time of essure placement 140 lbs right side-two coils were visualized protruding from the right ostia. Left side-one coil was seen protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Lot number: as per pfs- 20210352, as per mr-ha170873. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received : lot no. Was added. New events, "weight gain, abdominal pain and pulling" were added. Outcome of events, "pelvic pain, abdominal pain" were changed to "recovered/resolved". Reporter contact information was added. Patient information was added. Patient's demographics were added. Product information was updated. Essure date of removal was updated. Onset dates of events were added. Medical history was added. Concomitant and historical drugs were added. Lab data was added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.